Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B) (4) no anomalies were found. The visual inspection revealed blood/fluid in the helix mechanism (sleevehead) and there was also a tip seal observation noted. The full lead was returned for analysis.

Event description:
It was reported that the lead was returned due to blood in the lumen. There were no patient complications reported or associated with this issue.